Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. The insulin flow blocked alarm and occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they were experiencing high blood glucose even after changing the infusion set blood glucose level at the time of the incident was ranging from 335 to 343 mg/dl which was treated with syringe. Customer was assisted with troubleshoot for high reading. Displacement test was completed and passed. Customer also performed high pressure test twice but the device did not alarm no delivery. The insulin pump will be returned for analysis.